Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an unspecified location of eight (8) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during customer inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured from february 22, 2021 - february 23, 2021. H10: eight (8) actual samples were received for evaluation. Visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. Additionally, the fill port caps were removed from all samples and no particle matter was observed in the connector/cap areas. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: this issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.